Event description:
It was reported that the patient experienced ilet insulin delivery issues associated with a leaking cartridge and infusion set concerns. The patient had removed the infusion set, with blood glucose values reported at 310 and later 381 mg/dl which the user administered subcutaneous humalog by pen and was advised to remain off the ilet for two hours before resuming. Customer agent provided support which included infusion set change guidance, and monitoring of blood glucose response. Investigation of this case revealed suspected loss of insulin delivery due to a leaking cartridge and possible infusion set performance limitations, with the device software and alarms functioning as designed. No clinical symptoms associated with hyperglycemia reported. Outcomes included troubleshooting and education without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling or wear resulting in a cartridge leak and suboptimal infusion set performance.